Manufacturer narrative:
Correction: h3 (device evaluation); h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit had depleted coin cell battery. It was reported that the unit had clock 907 rtc error. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: of worn switch membrane due to burn trace overheated discolors at the flex tail circuit and defective front case. The most likely cause for the additional condition was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition: worn switch membrane due to burn trace overheated discolors (brown - ish) at the flex tail circuit. The issue was resolved by replacing the worn switch membrane. Additional analysis conducted found that the discoloration of the circuit is caused by the oxidation of the silver (ag) circuit and not a burnt trace. Oxidation of the circuit would not affect functional quality, reliability of the product, or potentially cause a serious injury or death. The most likely cause for the additional condition is traced to a component failure. Additional analysis shows that there is no information to reasonably suggest that the device in this report could have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the unit had clock 907 rtc error. There was no patient involvement. Medtronic's initial evaluation of the incident device found a worn switch membrane due to burn trace overheated discolors (brownish) at the flex tail circuit.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit had depleted coin cell battery. It was reported that the unit had clock 907 rtc error. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: of worn switch membrane due to burn trace overheated discolors at the flex tail circuit and defective front case. The most likely cause for the additional condition was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.